Event description:
The generic generated cutting guide was not easy to use at all, due to the curvature in the iliac crest and due to the fact, that the holding device from the cutting guide was interfering with the patient's soft tissue and bone. In additional the curvature of the iliac crest guide was the other side around, then the curvature of the generic iliac crest that was used for the planning. Therefore the holes situation had to the fixed during surgery. This is 1 of 1 report for an unknown cutting guide for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device history record was not reviewed and no conclusion could be drawn as no lot number was provided. According to the evaluation, planning of patient specific cutting guide should only be performed on patient specific data. This is mainly true for the mandibular, the scapula and the iliac crest. For fibula it is highly recommended to use the patient specific scan data. The root cause was found to be less optimal fit of the guide due to a guide design based on a generic bone model and had a scanned the patient's bone and additionally soft tissue collision between guide failure and patient's soft tissue. Device was designed and manufactured according to specification and the design was approved by surgeon.